Event description:
The physician attempted to deploy a deltaplush coil (dpl10020420/c11914) and the green light did not appear on the detachment box (dcb). The coil was successfully removed from the patient. He then tried a second coil, and that coil detached with the same dcb and cable. There was no damaged to the coil or the coil delivery system. It was reported that a pre-deployment electrical check was not performed. Upon pressing the power button, the detachment light did not illuminate and there was no audible signal beep. All connections appeared to fit properly without application of excessive force.

Manufacturer narrative:
No additional information could be obtained. Complaint conclusion: the physician attempted to deploy a deltaplush coil (dpl10020420/c11914) and the green light did not appear on the detachment box (dcb). The coil was successfully removed from the patient. He then tried a second coil, and that coil detached with the same dcb and cable. There was no damaged to the coil or the coil delivery system. It was reported that a pre-deployment electrical check was not performed. Upon pressing the power button, the detachment light did not illuminate and there was no audible signal beep. All connections appeared to fit properly without application of excessive force. The returned device positioning unit (dpu) failed electrical testing. The detachment fiber failed to receive heat and melt. The most likely contributing factor to the coils inability to be detached inside the aneurysm may have been due to a fracture of the solder joint connection inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging in addition, without the return of the complete and unidentified detachment system and the unknown microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint was confirmed since the dpu failed electrical testing. The root cause of the failure could not be conclusively determined. It was reported that a pre-deployment electrical test was not performed prior to patient use. If that did occur, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding...¿ based on the product analysis and the review of manufacturing documentation, there is no evidence that this complaint was related to a manufacturing issue; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(6). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt. The returned device positioning unit (dpu) failed electrical testing. The detachment fiber failed to receive heat and melt. The most likely contributing factor to the coils inability to be detached inside the aneurysm may have been due to a fracture of the solder joint connection inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. It was reported in the event description that a pre-deployment electrical test was not performed prior to patient use, if that did occur, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding...¿ in addition, without the return of the complete and unidentified detachment system and the unknown microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.